Event description:
It was reported that during a right thoracotomy and lobectomy procedure, the surgeon was firing the reload with a pse45a and discovered following the firing that the staple line was only partially formed. It was fired over a bronchus. He proceeded by suturing over the staple line and completed the case. Delay of ten minutes. No adverse event to patient. There is no issue with the pse45a as it has been used with other reloads with no issues. Device has been discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device deliver a complete staple line with some staples that were not formed properly or did the device deliver a staple line that was missing some staples in the staple line? What was the location of the issue (distal to proximal, left to right)? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)?